Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The surgeon did not like the way the lens sat in the eye. The lens was cut to remove from the patient's eye. No larger incision or sutures required. The backup lens was implanted. Further information was requested, but none was available.

Manufacturer narrative:
(B) (4), lens did not sit well in eye. Evaluation results: a lens work order search was performed and no similar complaint was found within the same work order. (B) (4)